Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk was observed on the ventricular channel after atrial pacing. Crosstalk was seen in the past and programming changes were made, but the issue is still occurring. Additional reprogramming was made, which reduced the incidence of crosstalk a little but not completely. Custom programming protocol was suggested.